Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, a delay of critical therapy following an alarm condition. At an unspecified time, the pump was programmed to deliver "double strength" concentration of dopamine, at the dose rate of 20mcg/kg/min, and the delivery was started. No further programming parameters were provided. The pt was treated for two cardiac arrests with resuscitation and intubation prior to the initiation of the dopamine therapy. After an unspecified length of time, the nurse reported, the device stopped delivering the dopamine and "went to a white screen" with no audible alarm. The pump was removed from clinical use. Therapy was resumed using a replacement pump. The length of the delay of the dopamine therapy was not specified. The physician was notified. The customer contact indicated after the delivery was resumed, the pt also started receiving unspecified concentrations of levophed, vasopressin, epinephrine, sodium bicarbonate and bolus doses of phenly and atropine. It was reported that the pt's blood pressure "hovered" 60-80s systolic and the pt continued to not respond hemodynamically to any of the treatments. On an unspecified date, the pt's family decided to withdraw all invasive treatment due to a poor pt prognosis and the pt expired after extubation. Though requested, no additional info was provided.